Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and reported to the emergency department. It was noted there was oversensing and noise noted on the right ventricular (rv) pacing lead which lead to inhibition of pacing. A 30 second period of asystole noted on the monitor. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.